Event description:
Boston scientific received information that this right ventricular (rv) lead and a competitor device displayed high out-of-range (oor) shock lead impedance measurements in rv, svc and can shocking vector. The shock lead impedance trending showed oor for the entire year. Technical services discussed programming changes and induction testing if these changes are going to be made. The health care professional (hcp) will discussed with the physician regarding suggested programming changes. The rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.